Event description:
It was reported that following a bier block procedure at the user facility the device was found to be deflated, resulting in bleed through at the surgical site. The procedure was completed successfully. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device discarded by user.